Event description:
Customer reported waking up with a blood glucose level of 500 mg/dl. Customer stated that he then changed the set and received a no delivery alarm. Customer performed another set change which he says cleared the no delivery alarm. Blood glucose level was 258 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.